Manufacturer narrative:
(B)(4). Results: (endoleak), (source of endoleak is unknown). Conclusion: (source of endoleak is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 64 mm diameter x 90 mm long thoracic aortic aneurysm. The proximal and distal aortic necks of the healthy aorta were 33 mm and 25 mm in diameter, respectively. There was no thrombus or calcification. There is also a patent ductus arteriosus. Access vessel morphology was not reported. A distal main talent taa was placed distally (MFR report# 2953200-2011-00971), followed by a (B)(4) placed proximally (MFR report# 2953200-2011-00972). A junctional type iii leak was suspected after implanting the two distal mains, so a (B)(4) was placed distally and a (B)(4) was placed proximally at the junction. The endoleak was still present and suspected to be at the proximal part of the aneurysm, so a proximal type I endoleak was suspected. A proximal extension (B)(4) (MFR report# 2953200-2011-00973) was then placed proximally and ballooned, but an endoleak was still present. The physician thought this was an unknown type endoleak. Since the protamine (anti-heparin) treatment may be effective, it was decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.